Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if any future issues arise.